Event description:
Olympus was informed that during a colonoscopy procedure, the pt's colon was perforated.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The exact cause of the users' experience could not be conclusively determined.